Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the force bipolar was not grasping tissue and had misaligned tips. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip, causing side-to-side misalignment of the grips. There was a 0.022¿ offset at the tips. Additionally, the instrument failed electrical continuity test. The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. No fragments and no thermal damage were observed. The instrument failed electrical continuity test. The complaint was confirmed by failure analysis.

Manufacturer narrative:
On (B)(6) 2024, advanced failure analysis was completed. The initial findings were confirmed. The instrument was confirmed to have failed the continuity test. A closer inspection of the thermal damage showed that the conductor wire was flattened as if it had been pinched. The pinched wire indicates that the wire inside is broken. It was observed that when manipulating the grips back and forth to view the broken conductor wire, the grip tang became dislodged and stuck out from the wrist.

Event description:
Refer to h10/h11 for follow-up information.